Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A sample device was received for evaluation. The top case, right / left plunger cases were cracked. An occlusion test was performed and the reported problem was not duplicated. The root cause could not be determined. Actions were taken to mitigate the reported issue: replaced interconnect board and speaker for preventive measure; performed power up process and all functional testing passed. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that the pump was indicating a primary audible alarm bgnd (background) test. No patient injury was reported.